Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, and pacing inhibition resulting in pauses in pacing. The noise was also observed on the left ventricular (lv) channel. The patient reported episodes of syncope and fatigue. The device was reprogrammed. Boston scientific technical services (ts) discussed further programming options. No additional adverse patient effects were reported. The device remains in service. This report was created due to additional information received that reported that a revision procedure was performed, and this left ventricular (lv) lead was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The lv lead was received by facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, and pacing inhibition resulting in pauses in pacing. The noise was also observed on the left ventricular (lv) channel. The patient reported episodes of syncope and fatigue. The device was reprogrammed. Boston scientific technical services (ts) discussed further programming options. No additional adverse patient effects were reported. The device remains in service. This report was created due to additional information received that reported that a revision procedure was performed, and this left ventricular (lv) lead was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The lv lead was received by facility for analysis.